Manufacturer narrative:
Device lot number unknown.

Event description:
It was reported that the patient presented with the restoration in hand. The abutment screw (iuniht) was fractured. It was also reported that the doctor managed to get the abutment screw out of the implant and placed the new abutment screw. Tooth location 30.

Event description:
It was reported that the patient presented with the restoration in hand. The abutment screw (iuniht) was fractured. It was also reported that the doctor managed to get the abutment screw out of the implant and placed the new abutment screw. Tooth location 30.

Manufacturer narrative:
One certain titanium hexed screw was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain titanium large hexed screws, it is recommended to torque at 20ncm. Alleged event was confirmed following inspection. Device evaluated by manufacturer: change "no" to "yes". Is being re-entered as these fields were required.